Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both edges of the slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.